Event description:
Clinical study. Six months after a coronary drug eluting stenting treatment, procedure, a target vessel reintervention was performed on the left anterior descending (lad) artery. Additional info has been requested.

Event description:
It was further reported that the pt was enrolled in the program in 2004. Target lesion 1 was identified in the mid lad with 90% stenosis and a 3.8 mm reference vessel diameter. Target lesion 1 was treated with placement of a 3.5 x 20 mm taxus stent. Residual stenosis was 0%. The pt was discharged the next day on plavix and asa. The pt presented for a follow up visit 6 mos later complaining of chest pain. The pt was admitted to the hosp the next day. Cardiac catheterization revealed: lad -50-60% stenosis at the proximal edge of the stent. Post cath, the pt developed chest pain relieved by nitrogrlycerin. The pt was then transferred to the study site for reintervention. The next day (168 days post enrollment), a 3.5 x 9 mm taxus stent was deployed in the mid lad overlapping the proximal edge of the previously placed stent. Residual stenosis was 0%. The pt was discharged the next day on plavix and asa. In the opinion of the physician, the relationship of the event to the taxus stent is "probable."